Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review of device data. A ts consultant discussed that the device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected. This device currently remains implanted and in service. No adverse patient effects were reported.